Event description:
The hcp reported the pt had the pump refilled with 25mg/ml at 1.2mg/day. The dose had been 1mg/ml at 1mg/day. The next day, the pt was experiencing overdose symptoms of nausea and dizziness. The hcp is having the pt return to the office for reprogramming. A follow up report will be send when additional info is received.